Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, as of the date of the medical investigation, the requested clinical documentation had not been provided for evaluation. It was noted that further clinical information is unknown or not available. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that extreme care in patient handling is needed and postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Patients should be directed to seek medical opinion before entering potentially adverse environments that could affect the performance of the implant. This has been identified as a postoperative warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, joint laxity or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed in (B)(6) 2014, the patient stated he was squatting and heard a snap. This adverse event was treated with a revision surgery to swap the poly on (B)(6) 2023 to correct the instability. The patient left the surgery in good health.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).